Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID 977a260, serial# (B)(4), product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a family/friend who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was in pain and it started about a month prior to the report. It was further stated that they there was problem getting it in because so much scar tissue and only had one probe in. They indicated they had changed the settings but still was no helping. Additional information received reported they met with a manufacturer representative (rep) and was able to help with reprogramming. It was recommended to follow up with the doctor because they could not do much more. They were trying to get in touch with the doctor. It was also indicated that the trial was so good and they hope to get back to that level of pain control.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.